Manufacturer narrative:
Retainer ring = clear. Customer complained about the unit having been exposed to moisture, cracks on the battery area and a blank display on event date of (B)(6) 2021. Unit had early seating during prime/fill. Unable to perform displacement test due to seating anomaly. Active current measurement passed. Unit received with high sleep current measurement and pump error 75 alarmed during selftest. Successfully downloaded history files and traces using thus. The unit was cut open with corrosion on the force sensor assembly, corrosion on the motor assembly, corrosion on the lcd assembly, corrosion on pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked retainer, cracked reservoir tube lip, cracked battery tube area, cracked battery tube threads and scratched case. Unit was not confirmed for blank display during testing. Moisture damage was confirmed on the electronics. Pump error 75 and high sleep current was confirmed during testing due to high impedance on the j7 connector (pin 1 = 39.9 mohm, pin 2 = 3.45ohm). A prime/fill anomaly was noted during testing due to corrosion on the force sensor assembly. Confirmed for cracked battery tube area. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was stopped working. Customer stated that the insulin pump was died and got wet. Customer stated that insulin pump's screen was dim. Customer stated that the water in insulin pump's screen and reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.